Event description:
It was reported that the pump showed error code 45520 during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device investigation summary customer complaint of ¿error code 45520.¿ confirmed through performance verification tests testing.service history review identified there was no indication that the complaint was related to a service of the device within the review period